Manufacturer narrative:
The device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc will start evaluating the device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During the laparoscopic appendectomy with the device, the device was damaged and part of the device fell into the patient. The physician retrieved the part from the patient. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus medical systems corp. (Omsc) for evaluation. Material analysis found that the reported problem was caused by solvent-induced cracking. The instruction manual of the subject device states the corresponding method in case of an abnormality.